Event description:
It was reported that the user experienced hyperglycemia after announcing a fast-food meal as usual rather than more than, while a glucometer measured 326 mg/dl, resulting in an elevated blood glucose approximately 3 hours. The user ultimately administered a subcutaneous insulin pen dose while still connected to the ilet. The user reported return to range at 117 mg/dl. Symptoms included hyperglycemia. Outcomes included a delay to appropriate therapy and no lasting health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem and identified a usage-related issue linked to an improper or incorrect procedure with the user interface, specifically an incorrect meal announcement. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.this report is being submitted for use error of incorrect meal size. A separate report has been submitted for use error of injecting external insulin while connected to ilet under report number 3019004087-2026-43416.